Manufacturer narrative:
Correction of initial report: emdr data of MFR number 0003015876-2023-00755 indicates: FDA registration number (B)(4) - medical (physio). Emdr data should indicate: FDA registration number (B)(4) - medical (heartsine). Additional narrative: heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to a faulty pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.